Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6), implanted: (B)(6) 2018. Product type catheter section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving unknown baclofen (500 mcg at 218.49218 mcg/day), bupivacaine (25 mg at 13.10953 mg/day), and unknown morphine drug (18 mg at 7.86572 mg/day /) via an implantable pump for unknown indications for use. It was reported that during a catheter access port (cap) dye study (scheduled per clinic protocol, as the patient's pump was nearing normal end of battery life), the catheter could not be aspirated. Plan for catheter revision during pump replacement.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was unable to be aspirated during revision surgery. The entire catheter was explanted with replacement.